Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts on the left l1 drg lead. As a result, surgical intervention may occur at a later date to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50 cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7380731. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.